Manufacturer narrative:
The investigation was carried out based on the available information and the analysis of the provided logfile. The log entries indicate that the vacuum pressure, that is required to keep the ventilator diaphragm in place, was too low. The software monitors several parameters that are relevant for a safe automatic ventilation, amongst others the membrane pressure (internal diaphragm vacuum). The fabius reacted as specified for this situation - stopped the automatic ventilation and posted a corresponding ventilator fail alarm. In this case, fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag each fabius is equipped with.there are several plausible root causes for such an issue with the vacuum pressure. As during on-site checking in follow-up to the event the service technician found a leak in the piston assembly, it can be assumed that this was the root cause for the low vacuum and in consequence for the ventilator failure. After repair/replacement and recalibration, the device was tested and confirmed to be operating per manufacturer's specifications and was returned to use without further problems reported. Dräger finally concludes that the fabius in question behaved as specified upon the detected deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm.

Event description:
It was reported when the patient was being awakened from a case there was a vent fail. There was no patient injury.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report. H3: on-going.

Event description:
It was reported when the patient was being awakened from a case there was a vent fail. There was no patient injury.